Manufacturer narrative:
The reported event that the drill broke off could be confirmed by helps of an image contained in the internal email correspondence in trackwise. Further, it was determined that the drill was broken off at the drill helix and the broken off drill fragment could be retrieved. Nevertheless, because the drill was not available for investigation (discarded after case) it is not possible to perform the product specific examinations and to determine the precise root cause for the broken off drill. No corrective and/or preventive action is deemed to be necessary at this moment. Product surveillance will continue to monitor complaints of this type for adverse trends and the complaint is added to the complaint trend. H3 other text: device discarded.

Event description:
It was reported by the company representative that during a, case, the drill bit broke when trying to drill into the skull.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported by the company representative that during a, case, the drill bit broke when trying to drill into the skull.